Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited charge time out. The ICD was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of charge time out was confirmed. The device was returned in one piece for analysis. Review of device data showed the device had a charge time out during capacitor maintenance. The cause of the field event is consistent with internal anomalies with the high voltage capacitor. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.